Event description:
It was reported that the patient developed hematoma following a lead extraction in (B)(6) 2007. Upon a follow-up in (B)(6) 2008, a subclavian stenosis was suspected. The hematoma was still visible on (B)(6) 2009. The lead was explanted on (B)(6) 2012 for an unrelated issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.